Event description:
It was reported the device reached elective replacement indicator (eri) and there was possible early battery depletion. It was also reported that no patient alert triggered for eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. The device met 89% of expected longevity with battery at 96% on the depletion curve.. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.